Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump lost power without warning. The customer's blood glucose level was 14.3 mmol/l at the time of the incident. The customer insulin pump history was reviewed and there were alarms for replace battery, power loss, and low battery. The caller stated the alerts did not happen or they didn't hear the alerts. The insulin pump was set to audio. Self test was performed and passed. The caller also stated the insulin pump was not recognizing batteries. The caller stated the insulin pump was behaving oddly and differently. The insulin pump will be returned for analysis.